Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis coronary procedure was performed when the issue happened. The procedure was completed by restarting the system. The philips remote service engineer (rse) connected with the customer and confirmed the reported problem. Upon troubleshooting, rse found system components transitioning statuses due to a software-related issue requiring reload. To resolve the problem, fse reloaded the ghost backup after several attempts. After reloading the ghost backup, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete by restarting the system. There may be instances in which the system fails to power on as expected despite following the appropriate steps as outline in the IFU. There may be any number of reasons for failure of the system to power on prior to starting a procedure. The IFU recommends performing a cold restart (switching power off and then on again) every day to keep system quality at an acceptable level. Performing a cold restart is likely to restore system functionality, thus allowing the patient to be brought to the room for the procedure to proceed. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the boot countdown timer. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.